Event description:
Addl info from the hcp reports the pt presented with symptoms of an infection including fever, redness, and swelling. Cultures wer taken of the device pocket. The pt was treated with both IV and oral antibiotics. The pt did not have menningitis. The infection was reproted to have resolved without drug withdrawal. The pt had risk factors including urinary tract infections and being in a debilitated status.

Event description:
Hcp reported patient with an infection. The organism present was reported as staphylococcus aureus. The pump and catheter were explanted in 2004 and then returned to the MFR for analysis. A follow up report will be sent when additional info is obtained.